Event description:
The initial reporter stated that the pump "keeps running after feeding is done". They provided no other information. When the pump was returned to mmdg for service, it was found that the downstream sensor had failed, and while there was no indication that the complaint occurred as reported, this was causing the load set alarm to fail. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. The original MDR report was filed based on the incorrect investigation. The incorrect investigation had been attached to the complaint record. The correct investigation shows that the pump operated as expected. Based on this, no MDR would have been required.

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream occlusion sensor was out of calibration, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump "keeps running after feeding is done". They provided no other information. When the pump was returned to mmdg for service, it was found that the downstream sensor had failed, and while there was no indication that the complaint occurred as reported, this was causing the load set alarm to fail. (B)(4).